Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that pacing thresholds for this right ventricular (rv) lead were found increased in the days following implant. An x-ray was obtained which appeared to indicate the lead had no slack causing the physician to suspect microdislodgement had occurred. All other measurements were stable and within normal limits. The physician elected to increase device output and continue monitoring the patient. No adverse patient effects were reported. This lead remains in service.